Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709, lot# l78722, implanted: (B)(6) 2000, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
It was reported had ¿two new "leads" or catheters last year¿. The reason the catheter was replaced was that the previous catheter had been "collapsing" per reporter. It was stated that the catheter had collapsed around (B)(6) 2013 and was replaced between (B)(6) 2013. Patient symptoms and status/outcome at the time of the event were not reported. Drugs in the pump at the time of the event were not known, currently patient was receiving bupivacaine and dilaudid. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent when it becomes available. Additional follow-up with the healthcare provider who was indicated to have performed the revision by the initial reporter indicated that per patient¿s chart there was nothing documented regarding a collapsed catheter or catheter revision during the time frame of (B)(6) 2013. The only thing that was noted during this timeframe was that a dye study was performed on 2/6/13 which determined that the flow was fine, it was a normal dye study and everything was functioning fine. Additional information received from a healthcare provider (hcp) via a device manufacturer representative indicated that a revision of the intrathecal catheter occurred. The preoperative diagnoses were chronic thoracolumbar spine pain and failed intrathecal catheter. Through recent diagnostic testing, it was determined the catheter was malfunctioning. The patient was admitted on (B)(6) 2013 and discharged on (B)(6) 2013. The patient was taken to the operating room and placed in side-lying position. The abdomen and thoracolumbar spine areas were prepped and draped in a sterile fashion. An incision was made after local anesthetic over the previous back and abdominal incisions. The previous catheter was carefully identified and removed. The length of the catheter was measured. A touhy needle was inserted at l2-l3 epidural space and once cerebrospinal fluid (csf) was obtained, a new catheter was then inserted 1 inch longer than the previous catheter length. The catheter was followed-up the thoracolumbar spine under fluoroscopy. The catheter was secured in place with a pursestring suture which was tied gently. An anchor was slipped over the catheter and secured with silk sutures. Attention was then placed over the abdominal incision. The pump was excised and the previous catheter was disconnected. The new catheter was tunneled around the flank and to the abdomen using a tunneling device after local anesthetic with marcaine 0.25% without epinephrine. The catheter was then attached to a connector and this was then attached to the pump. Throughout the procedure, csf was found leaking out the catheter as expected. The incisions were cleaned and dried. Hemostasis was confirmed. The pump pocket was made slightly larger by making an incision using electrocautery over the proximal end of the fibrous pouch to accommodate the pump. The catheter and pump were put back into the pump pocket very gently. After irrigation with bacitracin solution, the incisions were closed. Given her cardiac history and a pacemaker, the patient was admitted for observation expectantly to be discharged the next day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.